Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). The actuator knob was turned eight times to deploy the mitraclip, but the clip did not separate from the clip delivery system (cds). When the user did not hold on to the actuator knob, the knob turned back eight turns on its own. Troubleshooting maneuvers were performed and the clip successfully deployed from the cds. Mr grade was reduced to trace. There was no reported adverse patient sequela or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip and clip delivery system (cds) knob issue (actuator knob turned back on its own) were unable to be replicated in a testing environment as the coupler was unable to be exposed distally from the dc (delivery catheter) shaft, the clip was not returned, and the actuator knob assembly had been retracted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported cds knob issue and difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.